Event description:
According to the initial report received, "patient is in the post-market clinical follow-up study protocol of the on-x ascending aortic prosthesis (aap) retrospective study and was implanted on (B)(6) 2011, with a surgeon made aap device and on-x aortic valve sn #(B)(6). On 14oct2016 (2,046 days post implant) he presented to his doctor with complaint of headache for one week and report from his wife that he was having difficulty with his memory. A CT scan of his head was performed, showing an acute left temporal/parasylvian infarction. His inr range was changed from 1.5-2 to 2-3 and a tee was performed on 21oct2016 showing a mechanical prosthetic aortic valve functioning normally and no associated findings suggestive of thrombus. Of note, patient does have a diagnosis of atrial fibrillation. This investigation is relegated to the onxaap device."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
Per the adjudication received, this event is not valve related. Per medical device reporting for manufacturers - FDA guidance for industry and food and drug administration staff, section 2.16 an MDR report is not required when "you have information that would enable a person who is qualified to make a medical judgment to reasonably conclude that your device did not cause or contribute to a death or serious injury, or that a malfunction would not be likely to cause or contribute to a death or serious injury, if it were to recur." Therefore, further investigation is not warranted.